Manufacturer narrative:
The insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime a/33, excessive no delivery alarm and displacement tests. No motor error alarm noted, no rewind anomaly noted. The insulin pump was received with minor scratched display window, cracked case near display window corners, cracked battery tubes threads and cracked reservoir tube lip.

Event description:
Customer reported motor error alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.